Event description:
A report was received that the pt was burned by his precision charger. The pt states he was burned two times and did not seek medical treatment. The pt described the symptoms as pain and redness. The burn was the size of the charger. The pt was given a replacement charger.